Event description:
It was reported that patient underwent elbow arthroplasty on (B) (6), 2009. Subsequently, the patient began to experience stiffness and pain and radiographs taken revealed that the locking screw was loose and the radial head had migrated. The stem was well fixed and remained implanted.

Manufacturer narrative:
(B) (4): only the screw was removed. The stem was well-fixed and remained implanted. Evaluation in process, but not yet complete. Upon completion of evaluation, a follow up report will be sent to the FDA. (B) (4).

Event description:
It was reported that patient underwent elbow arthroplasty on (B) (6), 2009. Subsequently, the patient began to experience stiffness and pain and radiographs taken revealed that the locking screw was loose and the radial head had migrated. A revision procedure was performed on (B) (6), 2009 to remove and replace the locking screw and radial head. The stem was well fixed and remained implanted.

Manufacturer narrative:
Corrected data: device availability - during the revision on (B) (6), 2010, only the screw component of the implant was removed and replaced. However, the screw was not returned for evaluation. Device evaluated by MFR. - the screw was not returned to the manufacturer. Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur. (B) (4).